Event description:
It was reported that the device is showing no disposable pump won't run alarm. Medication is not infusing. Issue was resolved through troubleshooting and cassette replacement. No patient injury was reported

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. Device identification isunknown. No information is provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.